Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying an oxygen air flow data error message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer initially replaced the data acquisition (da) board from a previous repair (error code 1110), the error code had been cleared, but now the device was displaying error codes 110e and 110f. During troubleshooting, it was confirmed that the da board was seated properly, and the da to motor controller cable was seated properly. Th customer stated that in the vent information screen while in service mode, that the air and o2 flow sensors were not showing any serial numbers. It was confirmed with the customer, that the error codes (110e and 110f) were still showing in the event log. The rse informed the customer that the manufacturer's recommendation was to replace the flow sensor assembly. The customer requested and was provided with the part number for replacement flow sensor assembly. The customer reported that the flow sensor assembly was replaced to resolve the issue.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00356. All information from the original report(s) has been transferred to this report.